Event description:
The patient was seen in clinic on (B) (6) 2009. The pump event logs revealed a motor stall which occurred on (B) (6) 2009 that lasted approximately 2 days. A second motor stall without recovery occurred on (B) (6) 2009. A tube set error message was noted in the logs. The patient was unaware of any potential sources of electromagnetic interference. The hcp planned to replace the device. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)